Event description:
The customer reported that the insulin pump alarmed no delivery. Customer stated that she was getting no delivery alarm, was given partial bolus and had to restart the process. Customer's blood glucose was 361 mg/dl. Customer treated with bolus. Troubleshoot was not done. Customer stated that she was confident that the bent cannula was causing the high blood glucose. Customer will report back if issues persists. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.